Event description:
It was reported that three years eleven months twelve days post a port placement, the catheter allegedly tore. It was further reported that the catheter tip allegedly migrated down to the heart. Reportedly, the catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted approximately 0.1cm from the distal end of the cath-lock. Two splits were noted approximately 0.1cm, 2.4cm and 3.2cm from the distal end of the cath-lock. A complete circumferential break was noted on the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was not returned. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be granular on both regions. The edges of the complete circumferential break on the distal were noted to be uneven. The surface was noted to be granular in one region and round in the other region. Splits were noted on the border of both regions. Also two radiographs of the right upper thorax and one photograph of the explanted device were provided for review. In this case, the catheter fractured just proximal to its arch in the neck and the distal segment of catheter separated and migrated to the heart. Therefore, the investigation is confirmed for the reported fracture, material separation, migration and identified deformation and naturally worn issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 02/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images and photo were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.

Event description:
It was reported that three years eleven months twelve days post a port placement, the catheter allegedly teared. It was further reported that the catheter tip allegedly migrated to heart. Reportedly, the catheter was removed. The current status of the patient was unknown.